Event description:
On (B) (6) 2009, the pt reported that the last time she changed her insulin cartridge, 3 days ago, she noticed "a lot of moisture going down where the cartridge is," the piston rod had "a thick green base on there," and the cartridge compartment was foggy. She stated that she attempted to dry the cartridge compartment with a towel and the towel came out dry. She stated that when the insulin cartridge was removed, it was wet. She stated that she does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device. She was advised to do so. She stated that she does not reuse insulin cartridges. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.